Event description:
The patient was implanted with a left ventricular assist device. A device tracking form was submitted to the manufacturer indicating that approximately 2 months post implant the pump was exchanged. Additional information was received that indicated the patient had an unspecified infection and thrombus was suspected.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.